Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolut fx plus valve, product ID: evfxplus-26, serial/lot: (B)(6), use by date: 2027-04-29, UDI: (B)(4). The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed for the trajectory of the non-medtronic guidewire using an 18 millimeter (mm) non-medtronic balloon. It was noted that the balloon moved slightly aortic during inflation. Following the implant of the transcatheter aortic valve, upon withdrawing the nosecone of the delivery catheter system (dcs), the nosecone was fixed through the strut of the non-medtronic transcatheter mitral valve. Guidewire manipulation and tip retrieval mechanisms were attempted which were unsuccessful. The guidewire was replaced with a different non-medtronic guidewire and inserted without incident; however, the guidewire was withdrawn from the patient. Following guidewire removal, any guidewires attempted were unable to advance more than 30 centimeters (cm) through the wire lumen of the dcs. The nosecone was snared; however, the dcs was unable to be removed from the non-medtronic mitral valve frame. Subsequently, a balloon dilation was performed for the non-medtronic mitral valve from the transseptal approach which was unsuccessful. Additional dcs manipulations were performed to free the nosecone; however, the transcatheter aortic valve dislodged aortic. The nosecone of the dcs remained fixed within the frame of the non-medtronic mitral valve. Subsequently, the procedure was converted to surgery for nosecone retrieval. The transcatheter aortic valve was explanted and a non-medtronic surgical aortic valve was implanted. One day following the implant procedure, the patient died.

Manufacturer narrative:
Updated: b5, d4, h4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed for the trajectory of the non-medtronic (safari) guidewire using an 18 millimeter (mm) non-medtronic (true) balloon. It was noted that the balloon moved slightly aortic during inflation. Following the implant of the transcatheter aortic valve, upon withdrawing the nosecone of the delivery catheter system (dcs), the nosecone was fixed through the strut of the non-medtronic (sapien) transcatheter mitral valve. Guidewire manipulation and tip retrieval mechanisms were attempted which were unsuccessful. The guidewire was replaced with a different non-medtronic (lunderquist) guidewire and inserted without incident; however, the guidewire was withdrawnfrom the patient. Following guidewire removal, any guidewires attempted were unable to advance more than 30 centimeters (cm) through the wire lumen of the dcs. The nosecone was snared; however, the dcs was unable to be removed from the non-medtronic (sapien) mitral valve frame. Subsequently, a balloon dilation was performed for the non-medtronic mitral valve from the transseptal approach which was unsuccessful. Additional dcs manipulations were performed to free the nosecone; however, the transcatheter aortic valve dislodged aortic. The nosecone of the dcs remained fixed within the frame of the non-medtronic mitral valve. Subsequently, the procedure was converted to surgery for nosecone retrieval. The transcatheter aortic valve was explanted and a non-medtronic surgical aortic valve was implanted. One day following the implant procedure, the patient died. Additional information was received that the cause death was mesenteric ischemia post surgery and the patient's underlying medical history contributed to the death. Additional information was received that no pre-implant balloon dilation was performed. A non-medtronic (safari) guidewire and right femoral access was used for the procedure. The valve was implanted into the native annulus using cusp overlap technique. Per the physician, the cause of the dislodgement was the nose cone stuck in the outflow of the non-medtronic mitral valve and excessive manipulation used in an attempt to free the nose cone.

Event description:
Additional information was received that the cause death was mesenteric ischemia post surgery and the patient's underlying medical history contributed to the death.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the dcs was received without a valve loaded within the capsule. The nosecone had detached prior to receipt of the device and was not received alongside. The end-cap had separated prior to receipt of the device. Deformation was evident to the distal stability shaft. A tear was evident to the distal capsule outer material, delamination was evident along the capsule. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. Stretching and deformation were evident to the inner member. It was not possible to load an in-house guidewire due to the condition of the received device. No other deformation evident to the remainder of the device. The reported death could not be confirmed through analysis. Updated d9. H3. And h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: e4, h2, h3, h6. Image review: six static images were provided for review of the event. Patient¿s executive summary was not provided for anatomical review. However, there is evidence of a previously implanted non-medtronic valve that appears to be in the mitral position. Valve depth just prior to release was approximately 1-2 millimeter (mm) on the non-coronary cusp and 3mm on the left coronary cusp in a left anterior oblique (lao) view. Of note, depth on the non-coronary cusp in this view is just an estimate as accurate depth assessment is recommended to be done in the cusp overlap view. The valve was subsequently released, and reportedly the nose cone interacted with the non-medtronic valve, and withdrawal of the nose cone was not possible. Evidence suggests that the guidewire was removed as it is not visible in the post valve release image. As stated in the IFU: while the catheter is in the patient, ensure the guidewire is extending from the proximal end of the catheter. Do not remove the guidewire from the catheter while the catheter is inserted in the patient. Attempts to snare the nose cone were unsuccessful and the patient was converted to surgery. Reportedly, the patient died the following day due to mesenteric ischemia. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.